Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the cannula on the sensor was missing after insertion, the sensor needle fractured while in the body. Prior to the incident, the customer stated they bumped into the transmitter on his arm. When he removed his sensor, he did not see the cannula on the sensor or on his skin. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.